Event description:
Device 1 of 3. Reference MFR report#: 1627487-2019-06942. 1627487-2019-06943.

Manufacturer narrative:
Therapy date: therapy date is currently unknown for model: 3163, scs lead. Therapy date: therapy date is currently unknown for model: 3186, scs lead. Investigation results will be provided in the final report.

Event description:
Device 1 of 3 MFR. Reference report#: 1627487-2019-06942, 1627487-2019-06943. It was reported that on an unknown date the patient's scs system was explanted for reasons currently unknown.